Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty operating the ilet due to limited vision, including challenges reading the black-and-white display and selecting meal announcement options, which affected use and led to discontinuation of the ilet while the healthcare provider considered adjustments and alternatives. Symptoms included hyperglycemia with a reported peak glucose of 244 mg/dl, prolonged elevated glucose above 180 mg/dl for about 8.5 hours, and device alerts for sustained high glucose. Outcomes included no use of backup therapy, no ketone testing, no need for assistance, and no medical intervention or hospitalization. Investigation included a review of the reported use challenges and blood glucose course. Investigation of this case revealed usability limitations related to visual accessibility that interfered with device interaction; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.